Event description:
It was reported to philips that the device's arterial line is not working correctly and displaying an intermittent tracing for the invasive blood pressure. There was no reported adverse patient impact.